Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair procedure, tacks would not stay in the tissue. Then used suture to secure the mesh. There was no patient injury.